Event description:
It was reported that prior to use on a patient, the arterial line waveforms on the cardiosave intra-aortic balloon pump (iabp) were not being displayed, and the battery was not charging. It was noted that the iabp unit was being utilized as a rescue unit and no a/c adaptor was present. There was no patient involved; thus, no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but was unable to reproduce the reported issue. The stm noted that no problem was found with the arterial line and the battery run time was within factory specifications. The stm also noted 13 charge cycles were listed in the system diagnostics. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that prior to use on a patient, the arterial line waveforms on the cardiosave intra-aortic balloon pump (iabp) were not being displayed, and the battery was not charging. It was noted that the iabp unit was being utilized as a rescue unit and no a/c adaptor was present. There was no patient involved; thus, no adverse event reported.